Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s doctor reported via phone call that the customer was admitted to the hospital on (B)(6) 2017 due to diabetic ketoacidosis. The customer¿s blood glucose level at the time of admission was 641 mg/dl. The customer was put into the intensive care unit. Troubleshooting was performed on the insulin pump and insulin exited without incident. However, the device will be replaced due to the doctor¿s request. The device will be returned for analysis.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit functioned properly. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime , and excessive no delivery alarm test. Unit functioned properly. The insulin pump received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads. The insulin pump passed the delivery accuracy test. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.